Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that his wife called the paramedics, due to convulsions. The blood glucose was 63 mg/dl. Customer was taken to hospital. Diagnosed hypoglycemia. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.